Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was loose, however, the pump battery was still able to be charged. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued to use pump for insulin therapy.